Event description:
Reported as: "...band noted to be leaking. Removed...and replaced." "Band was leaking from pin hole in the balloon at the edge of the outer shell".

Manufacturer narrative:
Taper ii. Based on the lapband system model provided by the reporter, the connector type is assumed to be a taper ii and the manufacturing site defaulted to costa rica. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type and manufacturing site associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."